Manufacturer narrative:
Correction: b5. The system is an extravascular implantable cardioverter defibrillator (ev-ICD). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an infection on the way from the sternal incision to the device pocket. The extravascular implantable cardioverter defibrillator (ev-ICD) system currently remains in use. No further patient complications have been reported as a result of this event. It was further reported that the ev-ICD system was explanted and right now there is nothing implanted in the patient.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) system was explanted and right now there is nothing implanted in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: ev240163 (evl005235v); product type: 0264-lead-hv; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an infection on the way from the sternal incision to the device pocket. The implantable cardioverter defibrillator (ICD) system currently remains in use. No further patient complications have been reported as a result of this event.